Manufacturer narrative:
(B)(4). Customer concern: changed a new reservoir last night; the end came off and insulin came out; kept receiving the bg was high, does not know if it is leaking; does not rewind; (B)(4); had difficulty with the plunger removed; piston was stuck, unable to complete the rewind, unable to place the reservoir in because of the piston. Evaluated 1 open/used reservoir ( transfer guard and plunger not returned). Performed pre-fill test appendix c using a new lab transfer guard and plunger; found leakage anomaly during analysis; a visual inspection was performed using appendix e; checked o-rings and stopper groove for defects and found first o-ring out of the groove. Per dop114-811doc. Conclusion: reservoir failed per inspection; leakage anomaly was found during test because first o-ring out of the groove. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported leaks in the reservoir, was unable to rewind and was unable to place the reservoir because of the piston. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer stated the leak occurred during reservoir fill and the leak was at o rings, snap cap or septum. The customer will discontinue using the insulin pump and it was returned for analysis.